Event description:
Complainant alleged that during a cardioversion on a patient, the device failed to charge energy. Complainant indicated that the clincian obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Subsequent testing of the device at the biomed department was unable to duplicate the reported malfunction.